Event description:
It was reported that the previously working remote monitor would not initiate the interrogation when a manual transmission was attempted to be started. The monitor was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that this monitor was identified to be in a population that had shown telemetry c communication problems. Early in the investigation, any monitors returned that were part of this group were analyzed to see if they were in the scope of the investigation. The implantable device paired with this monitor did not show the distinct sawtooth battery depletion profile associated with this investigation, so no further activities were performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.